Event description:
It was reported the pt underwent a trial procedure on (B)(6) 2013. The leads were removed on (B)(6) 2013. The pt was hospitalized soon after due to infection near the lead site. F/u with the pt on (B)(6) 2014, revealed the infection has resolved. Note the pt received two leads form the same lot number.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.